Event description:
It was reported that while driving the pedicle screws into the patient to extend the existing construct, the tip of a polaris 5.5 driver broke off. The surgeon cut off the head of the screw since the driver tip was stuck in the screw head, then he removed the screw shaft from the patient. The surgery was delayed for 30 minutes without reported patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that while driving the pedicle screws into the patient to extend the existing construct, the tip of a polaris 5.5 driver broke off. The surgeon cut off the head of the screw since the driver tip was stuck in the screw head, then he removed the screw shaft from the patient. The surgery was delayed for 30 minutes without reported patient impacts.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection of the inserter shows that the tip has fractured off. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use or not having the inserter fully seated. DHR review and related actions. Per DHR review, the inserter was likely conforming when it left zimvie control. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.